Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2558 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "dn rang helpline to say that PICC line was leaking while being flushed. PICC line flushed aseptically, and was leaking just above the purple wings. PICC line removed. Explained to the patient why it had to be removed. "

Event description:
It was reported "dn rang helpline to say that PICC line was leaking while being flushed. PICC line flushed aseptically, and was leaking just above the purple wings. PICC line removed. Explained to the patient why it had to be removed. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A white and yellow colored residue was observed on the external surface of the extension leg and the molded wing. The catheter tubing was slightly kinked just distal to the molded wing. A 2cm section of tubing, which included the 0 and 1 cm depth marks, was slightly compressed and the surface was clean and glossy. The 6mm section of catheter tubing between the distal tip of the molded wing and the glossy segment of tubing was dull and dirty from residue. A microscopic examination revealed a semi-circumferential breach in the tubing just distal to the molded wing, which coincided with the bend in the catheter tubing. A tactual investigation revealed that the catheter had the tendency to kink across the split in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split indicate the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. H3 other text : evaluation findings are in section h.11.